Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that crossing difficulties was encountered. Vascular access was obtained via radial artery. The non-totally occluded, de novo target lesion was located in the moderately calcified left anterior descending artery. Following predilation, an 8x3.50mm synergy¿ stent delivery system was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was not completed due to another reason. No patient complications were reported. However, returned device analysis revealed distant stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found no defects on the balloon section of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. There were no kinks or damage noted on the distal weld, catheter, hypotube or gradient outer. The stent struts on the distal end were slightly raised. There was no damaged noted on the tip profile. Stent protector was not returned for analysis. Carrier tube was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical /procedural factors. (B)(4).